Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to ask a question regarding her high blood glucose level of 600 mg/dl. The customer stated she put in a new set last night and has had high blood glucose levels all day. The customer was advised that since she's changing it out she can be sent a replacement. The customer stated she wasn't calling about supplies she just called in because she wanted to know if she could give herself more insulin by injecting into your stomach. The customer was advised to talk to her doctor and the customer then hung up. The product was not returned for analysis.